Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03dec2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a ventilator leak. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 06dec2018. Date rec'd by MFR: 06dec2018. It was reported that the ventilator leak was caused by user operation error. The biomedical engineer instructed the customer on how to properly handle and care for the device. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The unit was returned to service.